Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, a type 1a endoleak was identified during a routine follow up. A re-intervention has been scheduled. The patient was reported as stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type1a endoleak unclear due to a lack of the event CT. The secondary endovascular procedure is confirmed. Procedure related harms identified were a type ii endoleak from the renal accessory and lumbar artery. This event is user related due to the off-label case of (concomitant use with products outside the IFU) neck anatomy and right renal accessory below the superior stent margin. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to adverse events has been updated . H6: device remove code 3190. H6: method remove code 3233. H6: conclusion remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, a type 1a endoleak was identified during a routine follow up. A re-intervention has been scheduled. The patient was reported as stable. Additional information: the physician performed a secondary endovascular procedure on (B)(6)2020 and placed a vela suprarenal proximal stent extension to resolve this event. Also a type ii endoleak from the renal accessory and lumbar artery (non- device related failure) was identified. The final patient status was reported as stable.